Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were observed via remote transmission. Review of the episodes revealed noise. The lead was explanted and replaced. The patient was doing well.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 9.8-11.0 cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 13.7-15.8 cm from the distal tip. Internal insulation abrasions were noted at 11.3-12.7 cm, 12.9-13.3 cm, and 17.5-18.2 cm from the distal tip. Internal insulation abrasions under the rv shock coil were noted at 5.9-6.1 cm and 6.4-6.5 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasions under the svc shock coil were noted at 23.2-25.7 cm and 26.4-27.2 cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.